Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6)2020. Two to four hours had elapsed which is the normal ambulation protocol at this center. The patient had to remain inactive for more time due to the hematoma. There was no greater than normal tamping pressure applied, with the tamping tube, to achieve hemostasis.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not seal properly. The patient developed a hematoma. The patient was stable. Surgery was performed to close the vessel. The procedure was completed successfully. Additional information was received on 29may2020: the procedure being performed was a cardiac angioplasty. A 6fr procedural sheath was used. The seal was complete for the first two hours and no bleeding was perceived. Two-three hours after the deployment of the angio-seal device a hematoma appeared. Surgery was required. After the surgery, it was confirmed that the angio-seal device (anchor + collagen) were found in the sub-cutaneous tissue of the patient. A pre-deployment angiogram was performed. The hematoma was a decent size. The blood loss was greater than 250cc.